Manufacturer narrative:
Asp investigation summary: the investigation included a review of system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, catalytic decomp filter, oil mist filter, and solenoid valve replaced were not returned for functional evaluation as the parts were contaminated with oil and not be returned. The assignable causes for the customer¿s reported odor/smell and haze issues were the vacuum pump oil, catalytic decomp filter, oil mist filter, and solenoid valve. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The vacuum pump oil, catalytic decomp filter, oil mist filter, and solenoid valve were replaced to resolve the odor/smell and haze issue. The unit met specifications and was returned to service on (B)(6) 2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of smoke/haze emitting from the sterrad® 100s sterilizer. The customer also reported a strong odor resulting from the smoke/haze. There were no reports of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.